Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a detailed investigation. The technician could reproduce the reported issue during the warm-up phase. In order to solve it, flow sensor for air/co2 has been replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The involved gas blender was manufactured in 2019 and according to the analysis of the complaints database, no further events related to this unit have been reported in the past. Based on the investigation performed for similar cases, this kind of malfunction can be caused by: - improper hospital gas supply (a minimum pressure of 2 bar per connection should be observed); - a missed gas blender warm-up phase (user error); - defective gas blender's component (gas mass flow controllers and relative flow sensor). However, considering the technical service activity performed, the root cause of the reported issue could be traced back to a defective co2 flow sensor.

Event description:
See initial report.

Manufacturer narrative:
Livanova deutschland manufactures the s5 gas blender system. The incident occurred in japan. Device will be shipped to manufacturer. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the electronic gas blender displayed error indicating a fault has occurred in the actual value/actual value comparison (e19) during procedure. There is no report of any patient injury.